Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the 30-degree endoscope plus.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the 30-degree endoscope plus had the image upside down and the instruments were working in opposite direction. Tse suggested that they remove the endoscope, clutch and un-clutch universal surgical manipulator (usm) 2 then re-install the endoscope. Customer figured out the issue and system functioned normally. Tse advised customer to reseat the endoscope if issue reoccurs. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue did occur after ports had been placed in patient. The surgical task that was being performed at the time of event was docking. The image was inverted. It is unknown if the event involved a reversed control on system arms. It is unknown if the vision orientation changed on its own. The endoscope did not move freely with uncontrolled motion. At time of event, the system did recognize correct scope. It is unknown if the surgeon confirmed desired orientation when endoscope was installed. An indication of the image orientation was provided to the surgeon via user interface. It is unknown how the issue was resolved; the resident was able to fix on his own. The procedure was completed with the same endoscope. The vision issue did not result in patient injury. The type of da vinci-assisted surgical procedure was performed by the surgeon was radical nephrectomy. The failure was not related to an inability to move the instrument at all (e.g., static instrument). The movements of the surgeon were scale appropriately to the instrument (e.g., distance intended matched distance instrument moved). The instrument did move in the intended direction (e.g., intended direction=right and observed instrument movement=right). The timing of instrument movement was appropriate (e.g., instrument moved when surgeon commanded movement without delay/lag). There were no shakiness and/or friction experienced/observed. There were no instrument-to-instrument or system arm-to-arm interference. There were no external collisions (e.g., collision between system arm and external or equipment and/or staff). The issue was not persistent or intermittent. It occurred one time.